Event description:
It was reported that the patient experienced increased pain and it was found that the spinal cord stimulation leads displayed high impedances. The device was reprogrammed around the impedances, however, the patient then underwent a lead replacement procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7071355.

Event description:
It was reported that the patient experienced increased pain, and it was found that the spinal cord stimulation leads displayed high impedances. The device was reprogrammed around the impedances, however, the patient then underwent a lead replacement procedure. There were no reported complications postoperatively. Additional information was received that the patient underwent the lead replacement procedure due to having anxiety about losing therapy should further deterioration of the electrode occur. The removed lead, sc-2317-70 sn (B)(6), will not be returned as the device was discarded by the medical facility.